Event description:
The customer reported that the reservoir was leaking cidex opa. There were no reports of physical complaints. The customer repaired the unit.

Manufacturer narrative:
Solution spill - capital equipment, evaluated at customer site. The customer ordered tank assembly and the hospital technician installed it. Upon follow up, the unit is now working. Customer repaired the unit. Result: tank.